Event description:
It was reported during a ureteral stent placement procedure the positioning suture of this stent broke, which resulted in an inappropriate placement. The patient was sent to surgery where a cut down was performed to successfully retrieve the stent. Another stent was successfully placed at that time. The patient's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.